Manufacturer narrative:
Pump passed the self-test and displacement test. Successfully downloaded history files and traces using thump/carelink. Lost sensor alarm found in the pump history file/trace on 13-may-2024 at 17:33:00. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails, missing display window cover and minor scratched lcd window. In summary, pump passed all required testing. No com pump to xmtr/lost sensor alarm was not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump had not responded when the transmitter and sensor are connected. Customer received a lost sensor alarm. The customer reported no adverse event. The event involved product(s) unk_transmitter. Customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. No product return is required for unk_transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.